Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer's blood glucose value was 312mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.